Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that there was a map shift noted on the carto® 3 system. There were no map shift errors or indications of a map shift. The physician finished ablating the cavotricuspid ishmus (cti) line, while remapping during the waiting period they noticed that the map did not look accurate. The physician took a point at one end of the line where they had begun ablating and calculated the map shift to be at 12.9mm. Metal values were within range, there was no metal introduced within the field, and fluoroscopy was not used during the procedure. A default template was used. Device evaluation details: the device evaluation has been completed. The bwi field service engineer (fse) confirmed that although the staff weren't using fluoro actively, the fluoro was pulled close to the table. Fse reminded the bwi representative about the fluoro position. System completed cases successfully next day and is in service and ready for use. The issue was also investigated by device manufacturer. It was found that the reported map shift resulted from a combination of mapping in part at high metal levels and a non-compensated patient move. The issue is related to a known defect and an internal corrective action has been opened to investigate the issue of map shifts. The history of customer complaints reported during the last year associated with carto 3 system # 11764 was reviewed. There are no additional similar complaints to the reported issue. A manufacturing record evaluation was performed for the system #11764, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that there was a map shift noted on the carto® 3 system. There were no map shift errors or indications of a map shift. The physician finished ablating the cavotricuspid ishmus (cti) line, while remapping during the waiting period they noticed that the map did not look accurate. The physician took a point at one end of the line where they had begun ablating and calculated the map shift to be at 12.9mm. Metal values were within range, there was no metal introduced within the field, and fluoroscopy was not used during the procedure. A default template was used. No error was provided by the system for the map shift, it was discovered when the physicians was reviewing previous ablation lesions, the issue was seen during while ablating. The approximate difference in catheter location before and after map shift was about 13mm. No detected shift, no patient movement and no cardioversion was performed prior to map shift.